Event description:
Same case as 2134265-2014-06915. It was reported that the stent was explanted. The 95% stenosed target lesion was located in a severely tortuous and a severely calcified proximal left anterior descending artery (lad). The lesion was predilated with a 1.5x20mm balloon catheter. After implanting a 38 x 2.5 promus premier¿ drug-eluting stent into the proximal lad, a 12 x 3.50 promus premier¿ drug-eluting stent was then advanced into the left circumflex (lcx) artery but failed to cross the lesion. Upon removal of the 12 x 3.50 promus premier¿ drug-eluting stent, the device came into contact with the implanted 38 x 2.5 promus premier¿ drug-eluting stent in the lad. The 38 x 2.5 promus premier¿ drug-eluting stent was explanted, stretched and connected with the 12 x 3.5 stent. A 3.5 x 16 promus premier¿ drug-eluting stent was implanted in the lad to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned for analysis. Crimp markings were evident on the wall of the balloon indicating that full crimp contact was achieved between the stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).